Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of gastric resection during an open total gastrectomy, the knob was attempted to be pushed forward but the knob did not move and the firing could not be performed. They attempted to clamp again but the knob did not move. When attempted in the same way out of the surgical field, the knob advanced. It was said that the firing was able to be performed without problems after replacing to a new product. There was no patient injury.